Event description:
It was reported that during a routine device replacement procedure, the cardiac resynchronization therapy defibrillator (crt-d) was connected to the competitor right ventricular (rv) lead and resistance was observed during connection, along with noticeable buckling around the connector. The pin was visible on the distal end of the header and the lead impedance was high with no rv pacing through the crt-d. Simultaneously, the competitor right atrial (ra) lead had been connected to an analyzer and the ra pacing was slowed down to uncover an underlying rhythm of 30 beats per minute. The left ventricular (lv) lead was then connected to the device, which also buckled and could not be easily inserted. The lv lead pin was visible but the impedance values were also high with no lv capture. A new crt-d was opened and the same process was repeated with the new crt-d; the same issues were observed on both the rv and lv l eads. The physician then lubricated the lead connectors with adipose tissue, however, the same results were noted. The physician then connected a competitor crt-d and the issues were no longer observed with the rv and lv leads. The crt-d devices were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst indicated no issue was found with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.